Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event of externalized conductors and noise was previously reported in 2938836-2013-00291.

Event description:
It was reported that non-sustained oversensing episodes due to noise on right ventricular lead was observed on remote transmission. Noise was not reproducible in clinic. Patient was stable and will continue to be monitored.